Manufacturer narrative:
H.6. Investigation: five photos and one used sample were received by our quality team for evaluation. Upon visual inspection of the photos and sample received, red foreign matter can be observed; therefore the reported failure can be verified. The quality team reviewed the manufacturing process to determine a similar foreign matter within the manufacturing process and identified there is red coloring used for leakage testing. The foreign matter was then subjected to fourier transform infrared spectroscopy (ftir) testing to compare the foreign matter with the red coloring used for leakage testing and it was not a match. The fourier transform infrared spectroscopy (ftir) testing of the foreign matter matched with that of a type of protein. A review of work place injuries was performed during the production of this batch and no workplace injury or accident was reported during this production. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the review of the manufacturing process and with some uncertainly on where the sample came from based on verbatim from the customer, the root cause of this nonconformance cannot be determined. H3 other text : see h.10.

Event description:
It was reported that foreign matter was found before use with a bd 10ml syringe. The following information was provided by the initial reporter, "it was reported that the nurse was preparing medications for a procedure which involved opening a lifemed kit (which contains multiple 10ml ll syringes, and also opening multiple single-sterile ll10ml syringes. The nurses reported to see ¿blood/old blood¿ in one of the syringes. She is unable to determine if the syringe came from the single sterile packs or the lifemed kit. The patient was on the table when this happened. They removed the equipment, opened a fresh equipment and proceeded with the case. There was no reported patient injury.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd 10ml syringe. The following information was provided by the initial reporter, "it was reported that the nurse was preparing medications for a procedure which involved opening a lifemed kit (which contains multiple 10ml ll syringes, and also opening multiple single-sterile ll10ml syringes. The nurses reported to see ¿blood/old blood¿ in one of the syringes. She is unable to determine if the syringe came from the single sterile packs or the lifemed kit. The patient was on the table when this happened. They removed the equipment, opened a fresh equipment and proceeded with the case. There was no reported patient injury.